Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme, debilitating pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (partial salpingectomy in (B)(6) 2015). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, anxiety and depression outcome was unknown. The reporter considered anxiety, depression and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2015: full occlusion and proper placement confirmed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. Most recent follow-up information incorporated above includes: on 27-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment. This litigation report refers to a female plaintiff who had essure (fallopian tube occlusion insert) insertion on (B)(6) 2015 and experienced extreme, debilitating pelvic pain in 2015. She underwent partial salpingectomy in (B)(6) 2015. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. This case was classified incident due to removal of the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus"), pelvic pain ("extreme, debilitating pelvic pain"), genital haemorrhage ("abnormal bleeding (general)") and sepsis ("infection (other) describe: blood infection") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 and premature birth. Concomitant products included medroxyprogesterone (depo provera) and mercaptopurine (leupurin). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infections"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced sepsis (seriousness criterion medically significant), migraine ("migraines / headaches") and headache ("migraines / headaches"). In 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxious") and depression ("depressed"). In (B)(6) 2016, the patient experienced mood swings ("hormonal changes describe: mood swing") and hot flush ("hormonal changes describe: hot flashes"). On an unknown date, the patient experienced abdominal pain lower ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy) and surgery (partial salpingectomy in (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, pelvic pain, genital haemorrhage, anxiety, depression, vaginal haemorrhage, menorrhagia, mood swings, hot flush, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, sepsis, migraine, headache, vaginal discharge and abdominal pain lower had not resolved. The reporter considered abdominal pain lower, anxiety, bladder disorder, depression, device expulsion, female sexual dysfunction, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, pelvic pain, sepsis, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2015 physician informed plaintiff that the essure devices were unable to be located during the surgical procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2015: full occlusion and proper placement confirmed ultrasound scan vagina - on (B)(6) 2015: migration of essure device quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. Most recent follow-up information incorporated above includes: on (B)(6) 2018: all events outcome updated to "not recovered / not resolved". Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus"), pelvic pain ("extreme, debilitating pelvic pain"), genital haemorrhage ("abnormal bleeding (general)") and sepsis ("infection (other) describe: blood infection") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 and premature birth. Concomitant products included medroxyprogesterone (depo provera) and mercaptopurine (leupurin). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infections"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced sepsis (seriousness criterion medically significant), migraine ("migraines / headaches") and headache ("migraines / headaches"). In 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxious") and depression ("depressed"). In (B)(6) 2016, the patient experienced mood swings ("hormonal changes describe: mood swing") and hot flush ("hormonal changes describe: hot flashes"). On an unknown date, the patient experienced abdominal pain lower ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy) and surgery (partial salpingectomy in (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, pelvic pain, genital haemorrhage, anxiety, depression, vaginal haemorrhage, menorrhagia, mood swings, hot flush, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, sepsis, migraine, headache and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, anxiety, bladder disorder, depression, device expulsion, female sexual dysfunction, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, pelvic pain, sepsis, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2015: full occlusion and proper placement confirmed ultrasound scan vagina - on (B)(6) 2015: migration of essure device. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet & medical record received. Events abdominal pain lower, bladder disorder, device expulsion, female sexual dysfunction, genital hemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, sepsis, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal hemorrhage are added. Lab data updated. Concomitant & historical conditions & drugs are added. Product, patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus"), pelvic pain ("extreme, debilitating pelvic pain"), genital haemorrhage ("abnormal bleeding (general)"), pelvic inflammatory disease ("pid"), endometritis ("endometritis") and sepsis ("infection (other) describe: blood infection") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 and premature birth. Concomitant products included medroxyprogesterone (depo provera) and mercaptopurine (leupurin). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infections"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced sepsis (seriousness criterion medically significant), migraine ("migraines / headaches") and headache ("migraines / headaches"). In 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxious") and depression ("depressed"). In (B)(6) 2016, the patient experienced mood swings ("hormonal changes describe: mood swing") and hot flush ("hormonal changes describe: hot flashes"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), endometritis (seriousness criterion medically significant) and abdominal pain lower ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy) and surgery (partial salpingectomy in (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, pelvic pain, genital haemorrhage, anxiety, depression, vaginal haemorrhage, menorrhagia, mood swings, hot flush, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, sepsis, migraine, headache, vaginal discharge and abdominal pain lower had not resolved and the pelvic inflammatory disease and endometritis outcome was unknown. The reporter provided no causality assessment for endometritis and pelvic inflammatory disease with essure. The reporter considered abdominal pain lower, anxiety, bladder disorder, depression, device expulsion, female sexual dysfunction, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, pelvic pain, sepsis, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2015 physician informed plaintiff that the essure devices were unable to be located during the surgical procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2015: full occlusion and proper placement confirmed ultrasound scan vagina - on (B)(6) 2015: migration of essure device. Concerning the injuries reported in this case, the following event was described in patient's medical record: endometritis and pid and following events were confirmed in patient's medical records: pelvic pain, genital haemorrhage and menorrhagia. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. Most recent follow-up information incorporated above includes: on 26-sep-2018: pfs and medical record received. New events added from medical record: pid and endometritis. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded silver-colored metallic coiled'), device expulsion ('migration of essure device location of device: uterus / the left side, this is thought to be the fundal portion of the endometrial canal extending into the isthmus'), pelvic pain ('extreme, debilitating pelvic pain / pelvic cramping'), pelvic inflammatory disease ('pid'), endometritis ('endometritis') and sepsis ('infection (other) describe: blood infection') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis in 2015, multigravida, parity 4, premature birth, dizziness, anemia, abdominal pain, gastroenteritis, dehydration, electrolyte imbalance, cholecystectomy, threatened abortion (asthma), asthma (dysmenorrhea,) and dysmenorrhea (embedded device). Concomitant products included medroxyprogesterone acetate (depo provera) and mercaptopurine (leupurin). On (B)(6)2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) / vaginal bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infections"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced sepsis (seriousness criterion medically significant), migraine ("migraines / headaches") and headache ("migraines / headaches"). In 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxious") and depression ("depressed"). In (B)(6) 2016, the patient experienced mood swings ("hormonal changes describe: mood swing") and hot flush ("hormonal changes describe: hot flashes"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criterion medically significant), endometritis (seriousness criterion medically significant) and abdominal pain lower ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy, robot-assisted laparoscopic total hysterectomy with bilateral salpingectomy and partial salpingectomy in (B)(6)-2015). Essure was removed on (B)(6)2020. At the time of the report, the embedded device, pelvic inflammatory disease and endometritis outcome was unknown and the device expulsion, pelvic pain, genital haemorrhage, anxiety, depression, vaginal haemorrhage, menorrhagia, mood swings, hot flush, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, sepsis, migraine, headache, vaginal discharge and abdominal pain lower had not resolved. The reporter provided no causality assessment for endometritis and pelvic inflammatory disease with essure. The reporter considered abdominal pain lower, anxiety, bladder disorder, depression, device expulsion, embedded device, female sexual dysfunction, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, pelvic pain, sepsis, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy added:essure removal date as per mr is on (B)(6)2015,wheras date in case is (B)(6)-2015, (B)(6)2020. Physician informed plaintiff that the essure devices were unable to be located during the surgical procedure. Date(s) of insertion: (B)(6)2013(discrepancy noted per pif) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2015: results: full occlusion and proper placement confirmed. Ultrasound pelvis - on (B)(6)2016: probably corpus luteal cyst in the right ovary measuring 1.3 cm. Simple left ovarian cyst measuring 2 cm, likely physiologic.. Ultrasound scan vagina - on (B)(6)2015: on the right side, this appears to be in the region of the fallopian tube. On the left side, this is thought to be the fundal portion of the endometrial canal extending into the isthmus.; on (B)(6)2015: results: migration of essure device. Concerning the injuries reported in this case, the following event was described in patient's medical record: endometritis and pid and following events were confirmed in patient's medical records: pelvic pain, genital haemorrhage and menorrhagia,vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality-safety evaluation of ptc (product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded silver-colored metallic coiled'), device expulsion ('migration of essure device location of device: uterus / the left side, this is thought to be the fundal portion of the endometrial canal extending into the isthmus'), pelvic pain ('extreme, debilitating pelvic pain / pelvic cramping'), pelvic inflammatory disease ('pid'), endometritis ('endometritis') and sepsis ('infection (other) describe: blood infection') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis in 2015, multigravida, parity 4, premature birth, dizziness, anemia, abdominal pain, gastroenteritis, dehydration, electrolyte imbalance, cholecystectomy, threatened abortion (asthma), asthma (dysmenorrhea,) and dysmenorrhea (embedded device). Concomitant products included medroxyprogesterone acetate (depo provera) and mercaptopurine (leupurin). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced genital haemorrhage ("abnormal bleeding general"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) / vaginal bleeding"), menorrhagia ("abnormal bleeding vaginal, menorrhagia"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infections"), female sexual dysfunction ("apareunia inability to have sexual intercourse"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced sepsis (seriousness criterion medically significant), migraine ("migraines / headaches") and headache ("migraines / headaches"). In 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxious") and depression ("depressed"). In (B)(6) 2016, the patient experienced mood swings ("hormonal changes describe: mood swing") and hot flush ("hormonal changes describe: hot flashes"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criterion medically significant), endometritis (seriousness criterion medically significant) and abdominal pain lower ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy, robot-assisted laparoscopic total hysterectomy with bilateral salpingectomy and partial salpingectomy in (B)(6) 2015. Essure was removed on (B)(6) 2020. At the time of the report, the embedded device, pelvic inflammatory disease and endometritis outcome was unknown and the device expulsion, pelvic pain, genital haemorrhage, anxiety, depression, vaginal haemorrhage, menorrhagia, mood swings, hot flush, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, sepsis, migraine, headache, vaginal discharge and abdominal pain lower had not resolved. The reporter provided no causality assessment for endometritis and pelvic inflammatory disease with essure. The reporter considered abdominal pain lower, anxiety, bladder disorder, depression, device expulsion, embedded device, female sexual dysfunction, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, pelvic pain, sepsis, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy added:essure removal date as per mr is on may 2015,whereas date in case is (B)(6) 2015, (B)(6) 2020. Physician informed plaintiff that the essure devices were unable to be located during the surgical procedure. Date(s) of insertion: (B)(6) 2013(discrepancy noted per pif). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in 2015: results: full occlusion and proper placement confirmed. Ultrasound pelvis on (B)(6) 2016: probably corpus luteal cyst in the right ovary measuring 1.3 cm. Simple left ovarian cyst measuring 2 cm, likely physiologic. Ultrasound scan vagina on (B)(6) 2015: on the right side, this appears to be in the region of the fallopian tube. On the left side, this is thought to be the fundal portion of the endometrial canal extending into the isthmus. On (B)(6) 2015: results: migration of essure device. Concerning the injuries reported in this case, the following event was described in patient's medical record: endometritis and pid and following events were confirmed in patient's medical records: pelvic pain, genital haemorrhage and menorrhagia,vaginal bleeding. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. Most recent follow-up information incorporated above includes: on 16-jul-2020: mr received: reporter added, medical history added and test added, reporter causality comment added. Event embedded made medically significant and intervention required due to surgery. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme, debilitating pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (partial salpingectomy in (B)(6) 2015). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, anxiety and depression outcome was unknown. The reporter considered anxiety, depression and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2015: full occlusion and proper placement confirmed. Company causality comment: this litigation report refers to a female plaintiff who had essure (fallopian tube occlusion insert) insertion on (B)(6) 2015 and experienced extreme, debilitating pelvic pain in 2015. She underwent partial salpingectomy in (B)(6) 2015. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. This case was classified incident due to removal of the device. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.